Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Inconclusive- investigation is in progress. Three gore viabahn® endoprosthesis were implanted. It is unknown which of the three devices thrombosed and required reintervention. Lot #10708265 MFR report #2017233-2015-00146, lot #13059142 MFR report #2017233-2015-00145, lot #13049058 MFR report #2017233-2015-00144.

Manufacturer narrative:
Images provided do not allow for evaluation in relationship to this event.

Event description:
On (B)(6) 2014, three gore viabahn® endoprosthesis were implanted during an av acess procedure. On (B)(6) 2014, a declot procedure was performed.